Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the screwdriver blade t7, ao to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The tip of the screwdriver blade was partly broken off. The remaining flanks of the tip / torx were furthermore deformed in clockwise direction, which indicated that the torx got deformed during screw insertion. The breakage surface indicated a forced rupture of the device due to too high bending and torsional forces applied during application. The screwdriver blade was hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. Furthermore the screws should not be over tightened during insertion. Excessive over tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. The increased failure rate and the negative complaint trend concerning blade breakages and deformation due to too high torsional forces were addressed in CAPA # (B)(4), which did not reveal any design related issue and was closed on june 07, 2011 with minor changes in the IFU variax foot&fibula locking plate system. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. No nonconformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screw driver was broke. According to the sr, it was broken during using to insertion the screw. But there was no adverse consequences to customer.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screw driver was broke. According to the sr, it was broken during using to insertion the screw. But there was no adverse consequences to customer.